Event description:
It was reported that the patient had an infection at the chest site where the generator is located. F/u with the physician reveals that they do not know the origin of the infection and did not allege it was due to vns, as they are not sure what caused it. The device was implanted in 2006, so the infection is not related to the implant surgery. No known trauma or manipulation occurred. As of (B)(6) 2010, the infection has cleared, so no further interventions are planned. The pt's mother would not let the surgeon take the device out when the infection occurred, as it works so well for the patient's seizures.